Manufacturer narrative:
Event eval: still under investigation.

Event description:
The doctor had difficulty in removing the proximal trigger wire during the evar procedure even after putting a lot of pull pressure on the wire. The trigger wire eventually released after substantial pulling which started to invert the graft. The graft was repositioned and deployed as normal after this. The device remained inside the pt - the graft was left in situ in the pt and the delivery system was retrieved as per IFU directions. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.